Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt's charging issues starting the last couple times they'd charged, and they confirmed it started this month. Pt said the recharger (rtm) paddle and box would get really warm after trying to charge for a while and the ins was taking a long time to charge. Pt also mentioned that sometimes it might have felt like the ins was getting hot. Pt said most of the time they couldn't find the device when trying to charge, charging would randomly stop, and the controller would deplete before the ins was charged. Pt checked for damage to rtm and controller port, and said the rtm cord where it went into the paddle might have a weak spot there. Pt cleaned connections, reset controller and started a recharge session. Pt reported excellent (both batteries 60%), but after a few minutes, the batteries were 50% controller, 60% ins and said finished even though pt hadn't moved or touched the screen. Pt then kept getting poor recharge quality without moving. Pt entered passive recharge mode with paddle over relay box and reported 99-100-100. Pt then started to move the cord going into the paddle and reported 0-0-100. The issue was not resolved. A replacement recharger was sent out. Additional information was received, it was reported the issue was not resolved and the patient had no pain relief.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found a failure of the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt's charging issues starting the last couple times they'd charged, and they confirmed it started this month. Pt said the recharger (rtm) paddle and box would get really warm after trying to charge for a while and the ins was taking a long time to charge. Pt also mentioned that sometimes it might have felt like the ins was getting hot. Pt said most of the time they couldn't find the device when trying to charge, charging would randomly stop, and the controller would deplete before the ins was charged. Pt checked for damage to rtm and controller port, and said the rtm cord where it went into the paddle might have a weak spot there. Pt cleaned connections, reset controller and started a recharge session. Pt reported excellent (both batteries 60%), but after a few minutes, the batteries were 50% controller, 60% ins and said finished even though pt hadn't moved or touched the screen. Pt then kept getting poor recharge quality without moving. Pt entered passive recharge mode with paddle over relay box and reported 99-100-100. Pt then started to move the cord going into the paddle and reported 0-0-100. The issue was not resolved. A replacement recharger was sent out. Additional information was received, it was reported the issue was not resolved and the patient had no pain relief.